Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the image on vision side cart (vsc) monitor and surgeon side console (ssc) high-resolution stereo viewer (hrsv) was mirrored and appeared very small, as if projected multiple times. The tse had the customer perform a system restart. Upon restarting the system, the issue was resolved, allowing the surgery to proceed. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) guided to customer to resolve the reported failure by performing a system power cycle. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The problem was resolved by power cycling the system and no replacement/reseated was required to continue with operation. The phone support details did not reveal any issues related to the customer reported event.